Event description:
The report stated that the ligasure precise did not completely seal during a surgery. The generator did sound an end tone indicating that the seal cycle was completed satisfactorily. Another ligasure precise was used to complete the surgery.

Manufacturer narrative:
Date of initial report: march 18, 2008. To date the incident sample has not been received for eval. The customer was asked about the pt and replied that there was no injury to the pt from this incident. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.